Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor would not stick to her body. The customer stated that there was no needle or sensor cannula on the sensor. The customer's blood glucose was 144 mg/dl. Troubleshooting was done. The customer stated that the sensor did not penetrate the skin. Advised customer that there may have been an issue with the serter. Advised replacement sensors would be sent. Nothing further reported.